Manufacturer narrative:
DHR review completed by the manufacturing facility. There were no issues noted during manufacture. Manufacturing plant pulled retained samples and inspected them and found no issues. Unused samples from same lot requested but to date, none have been received. Although no medical intervention was required for this report, the potential exists for serious injury if this even were to recur.

Event description:
It was reported that the end user said the catheter eyelets have sharp edges and it causes him to bleed slightly during catheterization. He did not need to seek medical intervention and the bleeding stopped on its own. Catheter was not saved.